Manufacturer narrative:
(B)(4) captures the reportable event stating that the patient was sent to surgery. The complete lead was returned intact, not severed. The helix was retracted. Noted dried blood/body fluid in helix housing and tip region. Setscrew marks were in the correct location on the terminal pin. Continuity testing passed, indicating conductors are intact. A stylet insertion test passed without issue, indicating no blockage in the lumen. The lead tip/helix appears intact and undamaged.

Event description:
It was reported that this right atrial (ra) lead dislodged, therefore the lead was explanted and replaced with a new lead successfully. Also the right ventricular (rv) lead experienced the same issue. No additional adverse patient effects were reported.